Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Event description:
Information was received from a trial patient. It was reported that patient needed to contact healthcare provider (hcp) because trial was not working for him. He was going to have the permanent one implanted but he had not been able to get the trial to work. It was noted that patient was not able to urinate. Patient had only been able to go to the bathroom one time on his own since the beginning of the trial. It was indicated that prior to the trial he could only go with using a catheter. He had to go the emergency room (ER) on friday, saturday and sunday to have his bladder pumped out.